Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received therefore the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: use related. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient has had diabetes for approximately five years and has been using insulin injections for two years. On (B)(6) 2025, during an insulin injection, the needle broke off and remained subcutaneous of the abdomen (attached photo). The injection was immediately discontinued, and the needle was removed using a tool, and the wound was disinfected. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code: 329490, customer indicated that the patient has been administering insulin injections in the abdomen over a long period. Although injection sites were rotated, patient may has subcutaneous nodules which caused the breakage of needle. The patient also had a habit of reusing needles. The customer stated that they will provide patient education accordingly. There's one photo, no sample, and no customer response is needed. Sample availability: yes sample availability details: picture/video only